Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon was advanced for dilatation. However, during the initial inflation, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluation by MFR.: mustang device - 5x4x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and severely calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon was advanced for dilatation. However, during the initial inflation, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.